Manufacturer narrative:
The field service engineer determined that probes were not being washed in the rinse stations. The water pressure was increased in all rinse stations. It was verified that there was no water leaking from the instrument. Controls for tests passed. Precision studies were performed and the instrument was within operational specifications. Baed on the provided control data, results appeared to be acceptable prior to the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The sample initially resulted in a glucose value of 150 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 110 mg/dl. The repeat value was deemed correct. The glucose reagent lot number was 61397501, with an expiration date of 30-jun-2023.